Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via clinic notes dated (B)(6) 2024 which stated that ¿the implantation sites are satisfactory in appearance, without induration, erythema, or rubor - the incisions are intact and well healed - the intrathecal pump is flat and well positioned.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the intrathecal pump implantation site was well-healed. The hcp also stated that the intrathecal pump's catheter as viewed on the thoracic computed axial tomography (cat) scan showed no signs of protein accumulation that would cause spinal cord compression.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient was not able to have magnetic resonance imaging (MRI) because the pump was "upright and is 90 degrees to the z-axis". The reporter did not know when the pump started moving around. The hcp wanted to know if the MRI could harm the patient, in addition to harming the pump. Technical services reviewed considerations to not do the MRI.